Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device broke during surgery. It is unknown if there was delay in the procedure. A back-up device was available. No patient injury or other complications were reported.

Manufacturer narrative:
One 012031 1.3mm upsewpt scoop punch basket instrument used for treatment, was returned for evaluation. This is a two year old reusable instrument. Functional test was not possible as the product arrived disassembled and not all pieces were returned. The scissor handle section is intact. The front end assembly is in pieces and the articulating jaw component was absent. The actuator has had work done to it and is also damaged in the tip area. The lower basket component cutting edge has dull and wavy edges. The condition is aligned with the distal tip being used for leverage, being twisted or pulled. No root cause related to the manufacturing of this device was confirmed.

Manufacturer narrative:
One 012031 upswept scoop punch basket instrument reported on. Due to unavailability of the device, definitive conclusions, accurate investigation and evaluation were limited without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Product met specifications upon release to distribution. No further investigation is warranted at this time. Event description updated.

Event description:
It was reported that the device broke during surgery. No delay reported. A back-up device was available. No patient injury or other complications were reported.